Manufacturer narrative:
The zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. A documentation review of the device history records, the instructions for use, manufacturing instructions, and quality control data was also conducted. There is no information regarding the procedure surrounding the initial placement of the tffb-22-111 9 years ago. There is no subsequent follow up imaging after placement of this device 9 years ago to review. There is no information from the physician or hospital surrounding this event for review ¿ there is only patient testimony. The device history record was reviewed, for 1915031 (finished assembly) and fs1126054 (graft), and noted one non-conformance on fs1126054. A review of the non-conformance data revealed that the non-conformance listed on the device history record was for incorrect suture and was reworked, re-inspected and released. The likelihood of this being a cause for failure is minimal. Aortic rupture associated with a pre-existing abdominal aneurysm repaired via endovascular aneurysm repair (evar) is usually caused by an endoleak or pseudo-endoleak within the aneurysm sac. This causes the pressure within the sac to increase, which normally results in the growth of the sac until a critical size is reached and the aneurysm ruptures. Pseudo-endoleak involves an increase in the size of the aneurysmal sac without evidence of a leak. Endoleaks are categorized into six classifications listed here: type 1a, type 1b, type 2, type3a, type 3b, type 4. Type 2 endoleaks are not caused by the device but are attributed to retrograde arterial flow into the aneurysmal sac from arteries inserted directly on the sac, usually the lumbar arteries. Type 2 endoleaks are not normally treated unless they cause the aneurysm sac to grow large enough to risk rupture. Type 4 endoleaks can be caused by the thinning of the patient¿s blood to the point that it permeates the entire graft. This usually resolves after reducing the patien¿ts anticoagulation therapy. Type 4 endoleaks are very rare and are usually not able to increase the aneurysm sac size to the point of rupture before the endoleak is resolved. The graft material is checked for proper porosity characteristics to ensure that the material is to specification. The likelihood of a type 4 endoleak causing this failure is highly unlikely and can be ruled out based upon historical complaint/device data. Type 1a and type 1b endoleaks occur when a leak is formed around the proximal sealing stent of the main body (1a) or the distal sealing stent of an iliac leg graft (1b). The gap around these "sealing zones" allow blood to flow along the side of the graft into the aneurysm sac, which creates pressure within the sac and increases the risk of sac rupture. Type 1a and type 1b endoleaks occur due to inappropriate sizing, inappropriate deployment procedure followed, patient's anatomical conditions, inadequate ballooning, or disease progression (aneurysm neck expansion or increase in the aneurysm diameter) leading to iliac dilation. Type 3a endoleaks occur when a separation of the main body graft from the leg graft takes place. This introduces a large gap in the components that allow blood to flow freely into the aneurysm sac, increasing its size and potentially resulting in a rupture. Type 3a endoleaks are caused by inappropriate sizing, insignificant graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal and can contribute to migration). It can also be caused by increased blood pressure or hemodynamic displacement forces. As the aorta maintains blood flow and pulsatility, migration is possible with enough pressure. Type 3b endoleaks occur when a hole is introduced into the graft fabric allowing blood to leak into the aneurysmal sac. This can occur when a suture breaks, a stent fractures or calcification wears a hole into the graft material. Suture breaks and stent fractures can be caused by incorrect suturing techniques, high blood pressure due to anatomy, improper ballooning, outflow limitation (increased pressure increases the likelihood of provoking the suture holes). Calcification within the patient¿s arteries can tear a hole in the fabric over time as the calcification "rubs" the fabric with each pulse. Also, aggressive anticoagulation use can cause a correct suture hole that is normally impenetrable to become permeable, resulting in a type 3b endoleak. Due to the lack of information, a definitive root cause could not be determined. It is feasible to suggest that an endoleak/ pseudo-endoleak caused the rupture to occur as this is the most common reason for rupture outside of a surgical procedure. Without imaging and/or more information, it is impossible to determine the type of endoleak or if an endoleak occurred, which makes it difficult to determine the definitive root cause of this rupture. Therefore, the root cause has been determined to be inconclusive. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported to customer relations by the patient, "on (B)(6) 2017 patient was taken by 911 to the hospital and a CT scan was performed showing blood in the abdomen. The patient indicated he had severe abdominal pain. The rupture could not be seen because it was at the bottom side of the aorta. On (B)(6) 2017 the old grafts including the zenith flex aaa endovascular graft bifurcated main body were removed, the artery was cleaned up and new grafts were sewn in." The patient was not sure whether any portion of the old grafts remained implanted. The patient believes all the previously implanted grafts were removed and all new grafts were put back in.